Event description:
It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+ and an enlarged atrium. A steerable guide catheter (sgc) and an xtw clip were inserted and advanced under the mitral valve. The xtw clip was successfully deployed, and the sgc was retracted into the left atrium (la). During preparation of a second xt clip, it was observed the blood inside the hemostasis valve was going down slowly. It was noted air was in the sgc, and aspiration was performed to remove it. Troubleshooting was performed, but the issue was unable to be resolved. Therefore, the sgc was removed and replaced. The procedure was continued with a new sgc, and the xt clip was successfully implanted, reducing mr to a grade of 1+. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported sgc leak was confirmed via returned device analysis. Additionally, the hemostasis valve was observed to be torn. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported sgc leak was due to the observed torn hemostasis valve. The cause of the observed torn hemostasis was unable to be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.